Manufacturer narrative:
The patient is doing well and has been discharged home; he remains on lvad support in fixed mode. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing rate variances while in auto mode. While at rest, the rate would increase to 100 bpm with stroke volume in the 60s and a flow of 7.1 lpm. When in fixed mode, stroke volume was 83 with a flow of 5.4 lpm. The patient stated that he felt better when running in fixed mode. The hospital is questioning whether the issue could be related to inflow valve incompetence. Waveforms and vent filter sample were requested for further evaluation.